Event description:
N/a.

Manufacturer narrative:
Correction field: d1, d3, g1, h6(component codes). Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse discovered that the display is out of synchronization. Fse cleaned and deoxidated the spiral cable connector display. The repair was completed and the device passed all functional and safety tests with a positive outcome. The device has been returned to the customer for clinical use.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - b5, b6, b7, h6 (investigation findings, component codes, health effect impact codes).

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump display was not working while the device was in standby mode. No patient was involved at the time of the event.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit observed problem with display does not work. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.